Event description:
A user facility reported to olympus that the tip of the resection sheath, 24 fr broke off into the patient's bladder during a bladder tumor resection. The physician was able to retrieve it using a retrieval device. A fluoroscopy table was used for the procedure, which aided in the retrieval. It was stated that there was a delay of an unknown time frame. The procedure was successfully completed.